Event description:
It was reported that shaft break occurred. The 90% stenosed, 15.00x3mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 21845702 to 21644017. Device expiration date corrected from 03/09/2021 to 01/21/2021. Device manufactured date corrected from 03/10/2018 to 01/22/2018. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded with contrast in the inflation lumen and balloon and there is blood on the outside of the balloon. Although it was reported that the device was not used, the presence of blood and contrast media in the lumen is indicative of handling beyond simply unpacking the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 65.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 15.00x3mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was selected for use. However, during unpacking, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.